Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report 3005168196-2021-00720: 1. Section g. Box 5. PMA/510(k). Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure to treat a deep vein thrombosis using an indigo system aspiration catheter 12 (cat12). During the procedure, the cat12 was removed and while flushing on the back table, the valve inside the rotating hemostasis valve (rhv) popped out and was unable to be reused. Therefore, the rhv was removed. The procedure was completed using a new rhv. There was no report of an adverse effect to the patient.